Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -11.50 diopter, within the same surgery due to the lens was stuck in cartridge or injection system. There was no patient injury. The lens was replaced with a micl12.6 lens and the problem was resolved.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5 - "the reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -11.50 diopter, on (B)(6) 2022 due to the lens was stuck in cartridge or injection system. There was no patient injury. On (B)(6) 2022 at a different surgery the lens was replaced with a vicm5_12.6 lens and the problem was resolved." Should be added to the initial MDR. H1 - corrected to serious injury in initial MDR. H6 - medical device problem code: 2993 should be added to the initial MDR. Claim # (B)(4).